Event description:
Nebulizer was used for aerosol treatment. The device contains a baffle to mix nebulized medication with incoming air. The baffle is not permanently affixed. Baffle may have come loose and obstructed the ventilator circuit. Child went into arrest situation, and emergency procedures were followed. Resucitation efforts were not successful.